Event description:
It is reported that a customer did not receive a no delivery alarm on their insulin pump when they had a blood glucose level was 400 mg/dl. They customer was assisted with removing the reservoir and rewinding the insulin pump. The insulin pump started working as designed. The customer will contact their health care provider to discuss the reasons behind the high blood glucose levels. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.